Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The suspect device was returned for analysis, and the customer included three photographs of the suspect device which provided visual confirmation of the alleged issue of leaked saline, the defect was confirmed, the luer lock was cracked which led to a leak. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. This complaint will be used to trend for similar complaints. A search of the complaint database was performed and no similar complaints for this lot number were found. If additional information should become available, a supplemental report with be submitted.

Event description:
The customer reported that before the procedure, they found the saline had leaked. The procedure was completed with new product. No patient harm was reported.